Manufacturer narrative:
Results: the sample was returned, and a photograph attached, in support of this complaint. Both revealed an np sleeve, with a section of rubber missing at the tip. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5335578. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode with the sample and photo provided.

Event description:
It was reported that bd¿ vacutainer¿ multi-sample needles had the rubber needle guard damaged, so that the needle could be seen. No injury or medical intervention reported.